Manufacturer narrative:
Voluntary medwatch reports mw5152112 & mw5152113 were submitted for this event. H6: additional patient code: 4430 without a product return, no product evaluation is able to be conducted. The lot number is unknown; therefore the device history records are unable to be reviewed. Current information is insufficient to permit a valid conclusion about the cause of this event. If additional information is obtained that adds value to the relevant content of this report and/or a conclusion can be drawn, a follow-up report will be sent. Reference report 3004788213-2024-00031.

Event description:
A patient submitted voluntary medwatch reports that reported: a patient had two mobi-c implants put in her cervical spine in 2020. Initially, she did very well. However, in 2021, she started having pain and radiculopathy symptoms. An x-ray showed that the mobi-c implant at c5/6 had migrated forward and was stuck in flexion. She reported she dealt with pain for 2 1/2 years before finally deciding to have the mobi-c implants revised in 2024. She states it quite negatively affected her life, causing pain and suffering, and limiting her ability to enjoy extracurricular activities. This is report two of two for this event.

Manufacturer narrative:
Corrections in g1. Additional information in h6: component, investigation type, findings, and conclusions. Device evaluation: the device was not returned and no photos were provided, so an evaluation is unable to be performed. Root cause: a definitive root cause cannot be determined with the information provided. This event could possibly be attributed to unknown patient or surgical factors. DHR review: the lot number was not reported and the device was not returned, therefore a DHR review is unable to be performed. Device usage: this device is used for treatment. If additional information is obtained that adds value to the relevant content of this report, a follow-up report will be sent.

Event description:
A patient submitted voluntary medwatch reports that reported: a patient had two mobi-c implants put in her cervical spine in 2020. Initially, she did very well. However, in 2021, she started having pain and radiculopathy symptoms. An x-ray showed that the mobi-c implant at c5/6 had migrated forward and was stuck in flexion. She reported she dealt with pain for 2 1/2 years before finally deciding to have the mobi-c implants revised in 2024. She states it quite negatively affected her life, causing pain and suffering, and limiting her ability to enjoy extracurricular activities. This is report two of two for this event.